Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient had a right acl reconstruction. Subsequently, the patient experienced intense pain and large hematoma requiring evacuation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, b4, b5, g4, g7, h1, h2, h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: medical records dated (B)(6) 2015 were reviewed and identified acl rupture and other pluri ligamental lesions and treated with no complications noted. Medical records for (B)(6) 2015 were reviewed and identified intense pain and large hematoma requiring evacuation and was resolved. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.